Event description:
The patient (chronic hemodialysis) was admitted to the hospital on (B)(6) 2014 in ICU after a previous temporary catheter for dialysis access had dislodged and a new temporary dialysis catheter had to be put in. The patient was intubated on mechanical ventilation while in the ICU. The patient was reported by the nephrologist as having history of inferior vena cava occlusion from previous catheters that contributed to chronic lower extremity edema and ascites. On (B)(6) 2014 while the nephrologist was attempting to place a "right femoral temporary hemodialysis catheter" in patient's right groin, there was reported resistance in threading the catheter. On (B)(6) 2014 while in the hospital, the patient's hemodialysis catheter became dislodged and it was replaced. Complication were reported internally on (B)(6) 2014. The event described the physician (nephrologist) as "when the physician attempted to pull catheter back, resistance met and the guide wire started to unwind and stretch out". The documentation from the nursing staff although not documented by physician revealed "physician pulled too hard and got caught on needle. User error." The staff further documented "possible user error as guide wire may have become caught on bevel of needle when pulled back by physician." The patient event was reported as "no apparent injury" and he was discharged from the hospital on (B)(6) 2014. No further information provided related to the event.